Event description:
Customer reported hospitalization due to low blood glucose. The current blood glucose reading is 171 mg/dl. Customer has been experiencing severe lows. The blood glucose reading at the time of the event was 22 mg/dl. Customer dislocated her shoulder, due to low blood glucose. Customer stated that her basal rates were too high. The blood glucose reading increase if not sleeping with the insulin pump. Hospital treated with glucose tabs and orange juice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.